Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl and 500 mg/dl. The customer received a no delivery alarm and while troubleshooting. High pressure was performed and passed. The customer also reported that the experienced the low blood glucose levels. The customer declined further troubleshooting for the low blood glucose of 30 mg/dl and 35 mg/dl due to over treating. The customer treated with food and blood glucose went back up to 400 mg/dl. The insulin pump will be returned for analysis.